Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified mid circumflex artery. A 3.0 x 18 mm xience prime stent was implanted when a distal end dissection occurred, which was treated with placement of a 2.75 x 12 mm xience prime stent. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.